Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a4, b5, b6, b7, h6 (medical device problem code) and h6 (health effect impact code) updated. The device was returned to zoll medical corporation for evaluation. The reported ventilator issue could not be duplicated. Log review focused on sessions in (B)(6) 2025 when the device operated in bipap mode. Several high priority self check failure #1001 alarms was observed. This alarm occurred when the compressor did not generate the required airflow, likely due to a blocked or capped gas output port or a loose oxygen connection. Oxygen supply readings were zero, and "02 supply pressure low" advisories indicated the ventilator could not detect external oxygen. Tidal alarms suggested a possible circuit leak or patient movement. Testing showed the ventilator passed compressor calibration but initially failed flow calibration due to dirty flow screens. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Per the zoll 731 series ventilator operator's guide [9650-002363-01 rev. G], chapter 2 (product overview), page 2-3: "the ventilator is shipped with a red cap covering the gas output to protect it from dust and other contaminants. The cap should be saved and reused when the ventilator is stored or not in use." Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "compressor failure -1001 " error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device displayed an unrecognized error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.